Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the incident, it was determined that the multiple half-height cubie pockets were not detected on the bus. A field service engineer contacted the customer and requested access to remotely connect to the station. Upon logging in, it was observed that drawer 3.2 appeared in the storage configuration, but no pockets were visible, and there were no options to open or configure the drawer. The engineer rebooted the station and waited for it to reconnect. After the reboot, the storage space failure cleared. The user logged in and verified that the drawer had recovered, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple half height cubie pockets did not detect on the communication bus. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.